Event description:
It was reported that a physician's handheld's screen was freezing at the initial start up screen after a hard reset. Troubleshooting was performed and the screen freeze was able to be duplicated after each hard reset. A new programming system was sent to the physician and the handheld will be returned for analysis. The handheld has not been received to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.